Event description:
The patient experienced intermittent lock between the external equipment and the cochlear implant. The patient was seen at the center for evaluation. External equipment was exchanged. However, the reported problem was not resolved. Testing performed confirmed that the device was not functioning. Surgery to explant the patient's device is to be scheduled.